Event description:
It was reported that during set up of a da vinci si surgical procedure, the fenestrated bipolar forceps instrument would not open and close. There were no missing or fallen pieces reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the customer reported failure mode. However, the pitch cable at the distal clevis hub is broken. The cable segment that contains the crimp is still installed in clevis. The clevis does not exhibit any damage or wear marks. The instrument passed electrical continuity testing. Engineering evaluation als found that the distal end of the main tube has various scratch marks with light material removal. Engineering concluded that damage to the main tube was likely caused by instrument collisions or rough handling. The instruments and accessories user manual specifically states: general precautions and warnings, o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. O do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.